Event description:
Customer reported an issue with the accutorr v monitor, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included reseating a lose power supply connector. Unit was calibrated and safety tested to factory's specifications.